Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached less than 70mg/dl while wearing the pod between 24 and 36 hours in the abdomen. Symptoms reported include loss of consciousness and low blood glucose. The patient was treated with electrolytes and an IV (intravenous) with contents unknown by patient. Patient was wearing the pod at time of ER visit. The patient was released after four hours.